Event description:
The customer reported that the dobhoff tip ng tube broke into two pieces while indwelling in the patient. A portion of the feeding tube was retained within the patient. The break of the tube occurred in the area of 10-13cm mark of the tube. The tube was indwelling for 16 days before break. The remaining portion of tube was removed endoscopically. Feed history: jevity 1.5 cal water history: 2/23 30 ml q4h: 1359...2/23 20 ml q4h: 2000, 2/23 20 ml q4h: 2000, 2/24 20 ml q4h:0000, 0423, 0724, 1105, 1610, 2000, 2359, 2/25 20 ml q4h: 0308, 0807, 1137, 1657, 2142, 2/26 20 ml q4h: 0025, 0400, 0829, 1106, 1510, 2/26 30 ml q4h: 2039, 2355, 2/27 30 ml, q4h: 0428, 0742, 1244, 1509, 2028, 2/28 30 ml q4h: 0014, 0400, 0828, 1245, 1600, 2041, 3/1 30 ml q4h: 0042, 0400, 0803, 1216, 1614, 2030, 3/2 30 ml q4h: 0021, 0352, 0800, 1657, 2000, 3/3 30 ml q4h: 0000, 0400, 0821, 1122, 1503, 2000, 3/4 30 ml q4h: 0012, 0410, 0819, 1447, 1749, 2015, 3/5 30 ml q4h: 0003, 0420, 0857, 1238, 1559, 2018, 3/6 30 ml q4h: 0039, 0413, 1543, 2029, 3/7 30 ml q4h: 0026, 0403, 0853, 1222, 1610, 2058, 3/8 30 ml q4h: 0126, 0443, 0847, 1350, 1839, 2222, 3/9 30 ml q4h: 0142, 0604, 0947, 1439, 1853, 2140, 3/10 30 ml q4h: 1847, 2316, 3/11 30 ml q4h: 0256, 0651. Medication history: lipitor (tab), lactobacillus (tab), melatonin (tab), midodrine (tab), oxycodone (liquid), potassium chloride (packet) , seroquel (tab), trazadone (tab), tylenol(liquid). Supplement history: prosource.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.